Event description:
It was reported that the patient experienced difficulty and frequent charging due to the position of the ipg. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively. The explanted ipg was not returned.